Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water drops found under light guide (lg) cover glass, fiber breakage, stains under light guide (lg) cover glass, cut on cable exposing the wires and water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage from the cord was due to a cut on the cable. The most probable cause was traced to a component failure. The most probable cause of water drops found under light guide (lg) cover glass, fiber breakage, cut on cable exposing the wires and water leakage was traced to a component failure. The most probable cause of stains under light guide (lg) cover glass was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the rigid video laparoscope exhibited leakage from cord. There were no reports of patient harm.